Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was an alert on this pacemaker for a lead safety switch (lss) due to right atrial (ra) lead pacing impedance being out-of-range at 2292 ohms. This resulted in a switch from bipolar to unipolar configuration where there was noise found and double counting of the ra signal. Technical services (ts) advised evaluation of the patient's implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system as well as a defibrillation threshold (dft) test. The ra lead was a non-boston scientific product. It was noted that this system was reprogrammed. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that there was an alert on this pacemaker for a lead safety switch (lss) due to right atrial (ra) lead pacing impedance being out-of-range at 2292 ohms. This resulted in a switch from bipolar to unipolar configuration where there was noise found and double counting of the ra signal. Technical services (ts) advised evaluation of the patient's implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system as well as a defibrillation threshold (dft) test. The ra lead was a non-boston scientific product. It was noted that this system was reprogrammed. No adverse patient effects were reported. Currently, this pacemaker remains in service.